Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 56 mm abdominal aortic aneurysm. It was reported that a type ia endoleak was observed on a CT scan. The patient was treated with a 36 mm cuff with endoanchors. The event was resolved and no leak was observed in post procedure images. The physician attributed the cause of the event to patient anatomy due to severe anterior tortuosity and a chunk of plaque sitting in aorta preventing apposition. No additional clinical sequelae were reported and the patient is fine.